Event description:
Healthcare professional (hcp) of the home pt (hp) reported the hp felt full, as if hp were overfilled, while using the homechoice cycler for apd therapy. Hcp relates the hp has a programmed last fill volume of 1500mls, which hp normally manually drains out at mid-day. Hcp relates since the hp has no fluid in hp's peritoneum at the start of therapy using the homechoice cycler, hp had programmed the initial drain alarm setpoint for 0mls. Hcp relates the "low drain volume" alarms occurred as a result of fibrin blockages, as the hp is non-compliant and does not use hp's prescribed heparin to prevent the fibrin blockages. Hcp relates hcp had previously instructed the hp to use the heparin and to not discontinue hp's apd therapy early, however, the hp continued to be non-compliant. Hcp relates the hp finished hp's therapy by performing manual exchanges and had 2000mls in hp's peritoneum at the start of the apd therapy on 08/04/200. According to the hcp, on 08/04/2000 the homechoice cycler did not drain the hp out completely during the initial drain, prior to advancing into the fill phase. Hcp relates the homechoice cycler delivered the programmed fill volume of 2000mls when the hp felt full. At the time the hp felt full, hp discontinued therapy early and performed a manual drain. Hcp states hcp does not feel that any machine failure or malfunction had occurred, however, to ease the hp's peace of mind hcp requested the homechoice cycler be replaced. According to the hcp, there was no pt injury or medical intervention.